Event description:
Event description cpi received information indicating that during routine device testing, a p/r wave measurement was takenon a pacer dependent patient. Because the patient did not have an intrinsic rhythm, the test could not be completed, and the patient experienced a pause in pacing.